Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-05115 / 05116).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately seven years post-implantation due to patient allegations of instability. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed through review of patient's medical records. There are warnings in the package insert that these types of events can occur and associated risks are found in risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Medical records were received and reviewed. Investigation results conclude that the root cause of the event is most likely the position of the cup and wear of the polyethylene liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative report indicated patient underwent a right hip revision procedure approximately eight years post-implantation due to instability, dislocation, impingement and poly wear. During the procedure, scar tissue was noted. The acetabular liner and femoral head were removed and replaced.